Manufacturer narrative:
The reported event of a missing high voltage lead impedance measurement was confirmed. The information provided was reviewed by abbott engineering and the alleged missing impedance measurement was due to the way the firmware code is written, resulting in a value being decoded as ¿null¿, therefore, leaving a gap in the measurement trend. This can present to the user as there being an abnormal hvli trend. The device is performing as designed, and as a result of this finding abbott is assessing this event for a potential future enhancement.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was not updating high voltage lead impedance (hvli) with scheduled remote transmission. The transmissions were reviewed and noted to have no updates for hvli since 2020. No apparent reason was available for the non-update. The ICD was being monitored. There were no reported patient consequences.